Event description:
It was reported there was a volume discrepancy. The actual residual volume was 0 milliliters and the expected residual volume was 6 milliliters. The pump was being used to deliver baclofen. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).